Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite low sorbing secondary set disconnected causing a chemo leak. The following information was provided by the initial reporter: we had a frightening incident, where the IV line disconnected from the nonvented drip chamber of our low sorbing secondary set while paclitaxel was being infused paclitaxel chemo leaked rapidly down the tube and resulted in an immediate hazardous drug spill.

Event description:
It was reported that the bd alaris smartsite low sorbing secondary set disconnected causing a chemo leak. The following information was provided by the initial reporter: we had a frightening incident, where the IV line disconnected from the nonvented drip chamber of our low sorbing secondary set while paclitaxel was being infused paclitaxel chemo leaked rapidly down the tube and resulted in an immediate hazardous drug spill

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of drip chamber separation could not be verified due to the product not being returned for failure investigation. Device history record review for model 10014881 lot number 22119317 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10